Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed through medical review. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: infection in a right triathlon total knee arthroplasty occurred less than 2-years post implantation with no relevant details available due to very limited clinical information where a single stage approach to treatment was used with irrigation and debridement plus complete exchange of components. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or sterile lot referenced. Conclusion: the medical review concluded infection in a right triathlon total knee arthroplasty occurred less than 2-years post implantation with no relevant details available due to very limited clinical information where a single stage approach to treatment was used with irrigation and debridement plus complete exchange of components. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified, as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to possible infection. Rep reported that all components were revised.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps x3 tibial insert; cat#5532-g-616; lot#mlnj96, tri ts baseplate size 6; cat#5521-b-600; lot#uaala, triathlon ps fem component, cemented; cat#5515-f-602; lot#srgha, triathlon cemented stem-15mm x 50mm; cat#5560-s-115; lot#0039526ar, triathlon symmetric x3 patella; cat#5550-g-391; lot#kp2d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to possible infection. Rep reported that all components were revised.